Event description:
Medical affairs spoke to the reporter in 08/05 and obtained the following information: the reporter mentioned the pt has had the meter "for possibly one year". A week and a half ago, the pt experienced symptoms of feeling sleepy and weak. The pt tested their blood glucose and received a 22.7 mmol/l and the home health nurse assumed that the reading was 227 mg/dl. The pt then took their set amount of glucophage and amaryl. After breakfast the pt went in for scheduled appointment and the reading in the physician's office was 600 mg/dl. The reporter does not know the time difference between the two readings and does not know what time the pt had their physician's appointment. The pt was transferred to the hosp and was admitted for 2 1/2-3 days. The pt was treated with insulin in the hosp and the reporter does not know the diagnosis. The reporter thinks that the meter was originally set to the "incorrect unit of measurement" and claims that the pt has not recently gone into the meter settings and changed the unit of measurement. Reporter does not know who originally set up the meter for the pt. The reporter mentioned if the pt had known their readings were high, they would have sought medical attention sooner. The reporter does not know what the pt's blood glucose reading was the day before the incident. The complaint is being reported as an adverse event, since the incorrect unit of measurement lead to a serious injury (600 mg/dl). The pt received treatment in the hospital for a high blood glucose reading.